Event description:
Customer reported that his insulin pump was malfunctioning, because it has been dropped and the bottom part of the insulin pump has broken off. Customer stated that part of the insulin pump broken and the rest had cracked. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with broken off end cap, cracked reservoir tube lip, bleeding display window glass and severely scratched display window. No damage noted on the keypad overlay.